Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. When advancing the thumb advancer, the sheath did not split. The physician used the safety release button to remove the device. The physician reverted to manual compression to achieve hemostasis.

Manufacturer narrative:
Upon investigation, a malfunction was identified. The returned device showed the cutter's top edge or tip was rounded. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."